Event description:
The customer alleged cidex opa solution was leaking within the unit and drained through the draining system. The solution did not leak out of the unit. The customer stated that no injuries were involved. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse replaced the control panel due to the knob was hard to turn. The fse replaced the compressor skinner valve due to leaking. Results: control panel.